Event description:
On (B)(6) 2013 at the (B)(6) hospital, (B)(6), it was reported that clotting occurred in the oxygenator quadrox-ID pediatric hmod 30000, catalog number 70104.7041 after 1 ½ hours into use. There was no patient injury reported for this event. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was returned to the manufacturer but no evaluation was performed because the sample was misplaced/lost. (B)(4).